Event description:
Unomedical reference number (B)(4). Event occurred in the united sates event occured from (B)(6) 2024 to (B)(6) 2024. First event occured on (B)(6) 2024, second event occued on 2024 and till 05 april event occured five times. It was reported that patient faced an issue with five infusion set tubing was leaking at site. The infusion set was in use for one day. The blood glucose level was 170 mg/dl to 299 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02429 - device 4 of 5.